Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the video connector lock does not work due to malfunction of the video connector receptacle lock. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center video connector lock did not function due to a malfunction of the video connector receptacle lock. There was no patient involvement.